Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter; the reporter stated that they sometimes have to use "2 or 3" strips in order to get a blood glucose reading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.